Event description:
Reporter alleged the patient received a result of 382 mg/dl on inform system 1 compared back to back with a result of 146 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The user received a false negative folate result for one patient sample. The initial result was <1.5 (1.45) nmol/l, repeat result was >45.3 (45.40) nmol/l. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. The folate reagent lot number was 156965. It was noted the user was not using the recommended sample rack adapters.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient (B) (4) is for the suspect device used in system 1. It was unknown if the initial reporter sent report to the FDA.